Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor was missing the ¿dosing cap¿. The missing dosing cap was discovered before configuring the pump prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information was added to h3, h4, h6, and h11: h4: the lot was manufactured between march 27, 2024 ¿ march 28, 2024. H11: the device was received for evaluation. A visual inspection was performed, and the fill port cap missing from the sample was observed. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.